Event description:
It was reported that during a low anterior resection procedure, the device could not staple at all. The doctor checked the tissue, but could find no staples. Completed by single stapling. There was no adverse patient consequence.